Event description:
It was reported that the programmer was unable to interrogate a certain device type, but was able to interrogate all other devices. The device was interrogated successfully using a different programmer. Technical support (ts) suggested trying a new header or return for repair. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).